Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer reported that insulin pump had stuck buttons and cracked retainer ring. Reservoir was unable lock in insulin pump. Customer stated that blood glucose level was between 700 to 800 mg/dl at the time of event. The insulin pump will be returned for analysis.